Event description:
The customer reported a clearlink extension set, with 0.22 micron filter, which separated during priming. The condition occurred in the facility's oncology/hematology department. It is unknown what medication was being used and it is unknown where on the set the separation occurred. There was no patient involvement; therefore no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The tubing was observed to be separated from the y-site. Presence of solvent was observed. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.